Event description:
During the pta treatment procedure, the shaft of the synergy balloon dilatation catheter broke. Following successful treatment of the lesion, the shaft broke at the distal end. The device was removed with the sheath. No pt injuries or complications were reported. The pt's status was reported as 'fine'.